Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral regurgitation. Information learned from implant patient registry and from surgeon response.